Manufacturer narrative:
Device received with critical pump error (open book) and unable to download due to moisture damage on the electronic assembly. Unable to verify absence of occlusion/insulin flow blocked alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was above 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. The device will not be returned for analysis.